Event description:
It was reported that the asymptomatic patient presented in clinic with the pulse generator exhibiting backup vvi mode. Further trouble shooting was not possible. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis confirmed that the device was in backup vvi mode, due to a single bit flipped. The product code was downloaded the device exhibited elective replacement indicator.